Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported that 24 hours chemo infusions in either 500 or 1000ml bags are running longer than expected. The range for the rate of infusion is 20-45 mg/hr. The customer does use a phaseal connector and primes the tubing with saline. There was no report of pt harm or med intervention. Although requested, no further pt or event info was provided.